Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was vibrating and rattling. The event was not reported to have occurred during surgery. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was running at low power. It was determined that this was indicative of damage to the motor from not following the emersion / sterilization procedures properly. It was determined that with this type of damage, it was highly likely that the customer experienced vibration and rattling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.